Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while opening the outer packaging of the reamer blade part of the sterile packaging was stuck causing the sterile packaging to be opened unintentionally. Another instrument was opened to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI #: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows that the inner tyvek was sealed into the outer tyvek cavity seal and caused the inner tyvek layers to separate when the outer tyvek lid was peeled. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a manufacturing deficiency. The event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.